Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx40cm sterling balloon catheter was advanced. However, the balloon ruptured upon pre-dilatation. The procedure was completed with different device. There were no patient complications nor serious injury reported.